Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the procedure, when deploying the angio-seal device, they felt like they were not pulling back correctly. They were experiencing a lot of resistance while pulling back and needed to release early and manually tamp. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update adverse event or product problem to include "adverse event", update section b2 to include "required intervention to prevent permanent impairment/damage" and "other serious", and to provide additional event.

Event description:
Additional information was received on (B)(6) 2018. The procedure being performed was a left heart catheterization. A pre-deployment angiogram performed was performed. It is unknown what size procedural sheath was used prior to the use of the angio-seal. A pre-deployment angiogram was performed. The sheath exchange was done as normal, the arteriotomy located and arteriotomy locator/guidewire were removed. The angio-seal evolution device was inserted as normal to angio-seal sheath. The angio-seal device was coupled with the angio-seal sheath, angio-seal device pulled back with audible and tactile "click", upon withdrawing whole unit to deploy increased resistance (more than normal) noted, slowed the pull back, still a lot of resistance, and the device completely pulled out upon resuming pull back. The collagen was noted on end of device, but no anchor plate noted. Manual compression was held to achieve hemostasis. The patient was stable, and distal pedal pulses were intact. The procedure outcome was a success.